Manufacturer narrative:
The device was returned on 5/14/19 and evaluated. The evaluation results are as follows: the root cause of the complaint cannot be determined as the complaint could not be confirmed to be a result of a device malfunction. It is likely a combination of unfamiliarity with the v-go device and a change insulin type and concentration from the patient's previous regimen.

Event description:
Patient called into v-go customer care to report that early this morning around 1am, he experienced a reading of 36. Along with that reading he was dizzy, sweating profusely and he stated that he had a bright light in his eyes allowing him to not see clearly. For treatment, the patient stated that he drank orange juice and had some sugar tabs.